Manufacturer narrative:
(B)(4).

Event description:
It was reported that bd phaseal injector leaked through the membrane after disconnecting the injector. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bd phaseal injector leaked through the membrane after disconnecting the injector. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ phaseal injector leaked through the membrane after disconnecting the injector. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR and retained samples cannot be checked to investigate further. As explained within the instructions for use, the performance of the sealing membrane is reduced after multiple perforations and extended activation time. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that bd¿ phaseal injector leaked through the membrane after disconnecting the injector. No serious injury or medical intervention was reported.